Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿component damaged or defective¿ with a potential root cause of ¿defective or damaged material received from supplier¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because the user could not have caused the reported issue so labeling does not apply. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the bulb was faulty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the bulb was faulty.